Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2010. She has experienced severe leg, groin, back pain and recurrent urinary tract infections. She states she feels sick all the time. The patient has been prescribed lyrica for the pain with little relief. No additional information provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.

Event description:
Per user facility medwatch form, (B)(4), "patient had tvt sling implanted in 2008 by dr (B)(6); 18 months ago, pt began having severe leg, groin and back pain. Patient states she feels sick all the time and has had at least twenty uti's, dr (B)(6) office is no longer in practice. She is taking lyrica for the pain with little effect. Patient states she was told there is a recall on the sling but is not sure."